Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed by using a 24mm, non-abbott ballon. During the procedure, at 80 percent, the valve was placed at a depth of 4mm on the non-coronary cusp (ncc), ds was centralized in left anterior oblique (lao). With neutral ds and wire, the valve was able to be deployed. After final release, the valve had migrated on the ncc side towards the aorta and appeared to be higher than the annulus on the ncc side. It was reported that a possible entanglement between the ds and the navitor valve had occurred. The device was repositioned via transcatheter snare and a new 29mm, navitor vision valve was able to be implanted successfully. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The implanter believes that the only plausible explanation that causing the migration was that the unintentional pulling or tension of the first operator on the flexnav ds occurred at the moment of deployment. The patient had an extended hospitalization. On 30 jun. 2026, the patient was discharged.